Event description:
During two different procedures, the center procedure monitor image went dark intermittently and the monitor would indicate that there was a loss of ski signal. There was no adverse patient effect. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure. Submission of this report does not, in its elf, represent a conclusion that the medical device caused or contributed to an adverse event.